Manufacturer narrative:
(B)(6) h6 medical device problem code - (B)(4).

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient¿s spouse reported bleeding occurred the day the sensor had been inserted into the abdomen. Immediately after insertion, the patient experienced bleeding which continued for six hours despite application of pressure bandages and ice packs. The patient was taken to the emergency department where the area was cauterized. The patient takes baby aspirin daily (80 mg). No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.